Event description:
It was reported that during a surgical procedure using an arthrocare wired foot control unit, the foot pedal would not make an audible sound when the coagulation pedal was depressed. The procedure was completed with an additional footcontrol. No patient complications were reported as a result of this event. No further information is available.

Manufacturer narrative:
The patient's age and gender have been requested but not received.